Event description:
In this event, it was reported that a pt experienced numbness and pain after placement of two ankylos c/x implants. As a result, the implants were removed one week after placement; after removal, the patient reported a rapid improvement in the symptoms, though still experienced some numbness. Two shorter implants were replaced after a minor bone augmentation procedure.

Manufacturer narrative:
Since there is a fast improvement of the symptoms, it can be assumed that the pt will fully recover. Generally, such cases are not unk if implantology and are usually caused by insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803.